Event description:
It was reported that the patient developed endocarditis. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the device was returned and analyzed but no issue identified that required full analysis. Concomitant products: 7120 competitor implantable tachy lead (B)(6) 2008; 1788tc competitor implantable pacing lead (B)(6) 2008. (B)(4).